Event description:
Procedure: lap chole. According to the reporter: the pt was schedule for an elective outpatient laparoscopy classificatory. Several days after surgery, she presented to the ed with complaint of abdominal pain and fever. She was admitted and found to have a bile leak from the cystic duct stump. The physician noted at the time of original surgery that the clip on the cystic duct had not appeared to close properly and additional clips were placed. The cystic duct had been clipped, but after division, the clips appeared to have fallen off the duct as if they had not completely closed. Additional clips were applied to the cystic duct and the defective clip was retrieved. The pt required an ercp with papillomata and placement of a biliary stent. The pt also required the placement of a CT guided abdominal drain. The pt required readmission on two occasions for treatment of the bile leak.

Manufacturer narrative:
(B)(4).